Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve frame looked partially constrained due to annular calcium. Upon release from the delivery catheter system (dcs), the valve dislodged into the ascending aorta. The valve was snared and held in place in the ascending aorta while a second transcatheter bioprosthetic valve was prepped. A pre -dilation was performed twice and the valve was implanted at a depth of approximately 8-10 mm with trace-mild paravalvular leak (pvl). No additional adverse patient effects were reported.